Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank screen and button error. The customer¿s blood glucose level was 196 mg/dl. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Unable to verify unresponsive keypad due to blank display. Motor, force sensor and keypad traces at the flex fingers was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.